Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump's retainer ring and battery compartment, and the pump was exposed to moisture because of the storm. Troubleshooting was performed and found that the reservoir was able to lock in place when inserted into the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan as per hcp instructions. The pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, active current test and p-cap locks properly into the reservoir compartment. Pump failed self test due to pump error 75. Pump failed sleep current test due to high current caused by moisture damage on the electronic assembly pump's history files and traces were successfully downloaded utilizing thus. Pump was cut open to perform visual inspection and moisture damage was found on the pcba 1, pcba 2, force sensor, motor, internal battery, harness assembly vibrator and keypad flex tail. Additionally corroded battery tube and keypad were noted during inspection. Pump error 75 was triggered due to corroded internal battery. Verified pump alarmed pump error 63 variable 14 due to hardware error, in pump's downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, cracked retainer, cracked reservoir tube lip, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay, stained keypad overlay and missing display window cover. Cosmetic damage was confirmed behind the pump at the battery compartment, at battery tube threads and at the retainer ring. Pump error 75 was confirmed due to corroded internal battery. Pump error 63 variable 14 was confirmed due to hardware error. Unexpected battery power loss was confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.